Event description:
It was reported that during preparation for a diagnostic procedure, one cup of the forceps would not open when it was checked prior to use. The cutters were examined and a pull wire was found to be detached. Another product was used and the procedure was successfully completed. The pt's condition after the procedure was reported as good.